Manufacturer narrative:
This device used for treatment and not diagnosis. The DHR was reviewed with no complaint related anomalies noted. The investigation of the complained locking screw shows that the head locking thread is badly deformed. We could not define the exact root cause of this complained article. We do assume that this damage occurred due to exceeding the applied mechanical force while insertion. The screw head is deformed in such a case as it could slip through the plate. The plate hole where the screw slipped through is deformed. No product fault could be detected.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was returned and the investigation is ongoing.

Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: during surgery for a distal radius fracture, after repositioning and installing the plate surgeon inserted and locked screws via fixed mode using the global technique. The screw in the distal row most styloid hole was penetrated. Surgeon did not feel the locking of the screw in the plate. Surgeon removed the plate and screw selected another and finished the surgery. It was noted surgeon used a torque limiter 0.8nm in lock. This is 2 of 2 reports for complaint (B)(4).